Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l4-l5 transforaminal lumbar interbody fusion due to re-stenosis. Intra-op, when attempting to perform final tightening, it was noticed that the head of the set-screw (that was broken off in the previous operation) remained in the reported set screw break off driver. The product was continued to be used. After that, when the set screw heads were taken out, the number of the set screw heads which were taken out included the one that remained in the driver from the previous surgery. Patient complication were not reported for this event.